Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient expired due to brain bleed.

Manufacturer narrative:
User facility report: (B)(4) was received on 15may2020. No further information was received.

Event description:
It was reported that patient expired due to brain bleed. The patient was found unresponsive by his roommate and 911 was called. When patient was presented to emergency department, he had fixed and and dilated pupils with agonal respirations. He was intubated. Brain computerized axial tomography scan revealed large parenchymal hematoma centered in the right thalamus with extension into temporoparietal white matter with right uncal herniation, acute obstructive hydrocephalus, 1.3 cm of right-to-left midline shift, and diffuse sulcal effacement of the temporal, occipital, and parietal lobe. Labs were significant for international normalized ratio (inr) > 8, white blood count 25, lactate 4.6 and ph 7.21. Due to poor prognosis, care was withdrawn same day.